Event description:
The customer reported that while the iabp was in use on a patient, they failed to get an ECG signal. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem after running the unit for one hour. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal reference: (B)(4).